Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. Further testing could not be performed due to the prime anomaly. The device was received with operating currents within specification and scratched lcd window.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 39mg/dl. The mother stated that the insulin pump gave her son 30 units of insulin. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run a displacement test and passed. Advised the caller that the insulin pump would be replaced. No further information was provided.